Manufacturer narrative:
It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone and email address were not reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression clavicle plate broke post-operatively and was revised on (B)(6) 2018. The patient fell on his arm again which caused the breakage. Concomitant devices reported: screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 02.112.095s, lot h144831: manufacture date: march 09, 2016. Expiration date: july 31, 2026. Manufacturing location: elmira, new york. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp sup clavicle plate w/lat extn/8h/lt/130mm-ster plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection of the returned device confirmed the condition of post-operative breakage, which agrees with the reported complaint condition. The plate was received in two pieces. The oblique break occurred at the third combi-hole from the plate's lateral extension. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. An accurate measurement of the returned plate's thickness and width at location of breakage could not be obtained because of the oblique fracture pattern and complex geometry. The material surfaces at the fracture site appear homogeneous with no voids or abnormalities when viewed under 10x magnification. A definitive root cause for the plate breaking postoperatively could not be determined based on the provided information. However, per the complaint description "the patient fell on his arm again which caused the breakage." This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.